Event description:
Patient underwent a peripheral intervention via antegrade approach using a 6f sheath. A femoral angiogram was performed prior to device insertion. Device was inserted into the sheath without resistance. Device and sheath were pulled back slightly and the distal wing was deployed. Device was pulled back with flouroscopy until resistance was felt and the device was raised to 90 degrees. Flouroscopy was performed again to determine if the device was in the proper place and the operator claimed proper tension was used while opening the proximal wing (turn 2). Pressure test was performed and ultrasound was used to determine that the implant was in the proper position. Implant was ejected (lever 3) and the patient immediately experience pain. Hemostasis was not achieved and flouroscopy was performed and confirmed implant was not released in the proper position (it was sideways in the ap view). Manual compression was applied and a second flouroscopy revealed the implant had embolized to the adductor canal of the superficial femoral artery. Manual compression was applied to achieve hemostasis. A wire was advanced to the embolized implant and an angioplasty balloon was advanced in attempt to tack the implant against the wall of the superficial artery, but this action pushed the implant into the tibio-peroneal trunk. The balloon was successfully then advanced past the implant and a few attempts were made with the balloon to pull the implant back up the artery but this was unsuccessful. A snare was then used to capture the implant successfully. Attempts were made to deposit the implant in the internal iliac and the profunda femoris. Eventually the device was successfully deposited in the profunda femoris. During all of this the manual compression that was applied at the initial puncture site was not achieving hemostasis, so a covered stent was deployed (via the contralateral access) to achieve hemostasis. Patient was discharged same day with no further issues.